Manufacturer narrative:
Sanofi company comment dated 27-jul-2022: this case involves a 45 years old female patient who received hylan g-f 20, sodium hyaluronate [synvisc one] in right knee and reported that it stopped her to walk or to move or bend legs/couldn't move my knees/has to use crutches for now to walk, and heavy inflation around both knees/removed around 90 cc exceeded fluid from my right knee then I was able to start walking slowly. Based on the feasible temporal gap, causal relationship between the events and suspect product was assessed as possibly related. However, further information regarding patient¿s concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Heavy inflation around both knees/removed around 90 cc exceeded fluid from my right knee then I was able to start walking slowly [arthrocentesis] stopped her to walk or to move or bend legs/couldn't move my knees/has to use crutches for now to walk [walking difficulty]. Heavy inflation around both knees/removed around 90 cc exceeded fluid from my right knee then I was able to start walking slowly [injection site joint effusion]. Stopped her to walk or to move or bend legs [injected limb mobility decreased]. Stopped her to walk or to move or bend legs/couldn't move my knees [injection site joint movement impairment]. Terrible pain in both knees/crazy pain [injection site joint pain]. Heavy inflation around both knees [injection site joint swelling]. Case narrative: initial information was received from canada on 20-jul-2022 regarding an unsolicited valid serious case from a patient. This case involves a 45 years old female patient who received hylan g-f 20, sodium hyaluronate [synvisc one] in right knee and reported that it stopped her to walk or to move or bend legs/couldn't move my knees/has to use crutches for now to walk, heavy inflation around both knees/removed around 90 cc exceeded fluid from my right knee then I was able to start walking slowly, and terrible pain in both knees/crazy pain/huge pain. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient said she got 2 treatments of synvisc-one before in (B)(6) 2021 and also one in (B)(6) 2021, with no problem, and it was a different doctor who injected it before. She never had an allergic reaction to any medications on (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee (with an unknown batch number, expiry date, dose, frequency, strength, route, and indication). Information on batch number was requested. Reportedly, she had a synvisc-one injection on her both knees on (B)(6) 2022. The doctor injected under ultrasound supervision and froze the injection spot in advance. It was not the first-time that she had an injection she had it twice before without any problem. As per patient, she had asked the most recent doctor who injected her, if there was any extra fluid prior to her injection, and she was told that there was none, so the procedure went accordingly under ultrasound. She said the first day of the injection, there was no problem and the morning after, on (B)(6) 2022, after latency of 1 day, when she woke up, she faced terrible pain in both knees (injection site joint pain) with heavy inflation around both knees (injection site joint swelling) (injection site joint effusion, medically significant) that stopped her to walk (gait disturbance, caused disability) or to move or bend her legs (injected limb mobility decreased). She could not move her knees (injection site joint movement impairment), she took pain killers and also tried to use ice, but both knees, especially the left knee was worst, but then 12 hours after, the right knee started to feel the same. The doctor who had injected her was advised and notified, but the doctor and his clinic told the patient that they could not do anything and only asked the patient to go to the hospital. After 2 days of pain, she went to the emergency and spent a whole day in the hospital, they concluded that it was a reaction to the synvisc injection. They removed around 90 cc exceeded fluid from her right knee (injection site joint effusion, aspiration joint, both assessed as medically significant) then she was able to start walking slowly. But still, she had huge pain that forced her to use medication regularly (advil, naproxen, hydromorphone). Patient had also confirmed that the hospital hcps told her that there was no infection, as they did blood test, and they also took the fluid sample to check and that she was being followed by the hcps in the hospital. The patient asked how it could be a reaction although she did not have any problem before. Also, she asked if it could be the wrong process of injection from the doctor. She asked that how she could be sure that it was only a reaction although she never had an allergic reaction to any medications before. Patient said that presently, the crazy pain was gone, but she had to use crutches for now to walk. Patient added that the hospital hcps were optimistic of her recovery. She would go back for another checkup next week at the hospital. For now, her right knee felt better, left knee was still worse, but both have similar "inflation". Mis thought that the patient meant inflammation, but patient kept on saying inflation. Patient did not have the lot number of the 2 synvisc-one injections, as the boxes were left at the clinic. Patient wished to be contacted. Patient had given the coordinates of the doctor who injected her this time and consented to be contacted. Action taken: not applicable for all the events. Corrective treatment: ibuprofen (advil); naproxen; and hydromorphone for terrible pain in both knees/crazy pain/huge pain, injection site joint swelling, and injection site joint effusion; 90 cc exceeded fluid from her right knee for injection site joint effusion; use crutches for gait disturbance. At time of reporting, the outcome was recovering for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated 03-sep-2022: follow up information received did not change the previous assessment of the case. This case involves a 45 years old female patient who received hylan g-f 20, sodium hyaluronate [synvisc one] in right knee and reported that it stopped her to walk or to move or bend legs/couldn't move my knees/has to use crotches for now to walk, and heavy inflation around both knees/removed around 90 cc exceeded fluid from my right knee then I was able to start walking slowly. Based on the feasible temporal gap, causal relationship between the events and suspect product was assessed as possibly related. However, further information regarding patient¿s concomitant medications, underlying conditions, and other risk factors would aid in better case assessment.

Event description:
Heavy inflation around both knees/removed around 90 cc exceeded fluid from my right knee then I was able to start walking slowly [arthrocentesis] stopped her to walk or to move or bend legs/couldn't move my knees/has to use crotches for now to walk [walking difficulty] heavy inflation around both knees/removed around 90 cc exceeded fluid from my right knee then I was able to start walking slowly [injection site joint effusion] stopped her to walk or to move or bend legs [injected limb mobility decreased] stopped her to walk or to move or bend legs/couldn't move my knees [injection site joint movement impairment] terrible pain in both knees/crazy pain [injection site joint pain] heavy inflation around both knees [injection site joint swelling]. Case narrative: initial information was received from canada on 20-jul-2022 regarding an unsolicited valid serious case from a patient. This case involves a 45 years old female patient who received hylan g-f 20, sodium hyaluronate [synvisc one] in right knee and reported that it stopped her to walk or to move or bend legs/couldn't move my knees/has to use crotches for now to walk, heavy inflation around both knees/removed around 90 cc exceeded fluid from my right knee then I was able to start walking slowly, and terrible pain in both knees/crazy pain/huge pain. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Patient said she got 2 treatments of synvisc-one before in (B)(6) 2021 and also one in (B)(6) 2021, with no problem, and it was a different doctor who injected it before. She never had an allergic reaction to any medications. On (B)(6) 2022, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee with strength: 48 mg/6 ml (with an unknown batch number, expiry date, dose, frequency, route, and indication). Information on batch number was requested. Reportedly, she had a synvisc-one injection on her both knees on (B)(6) 2022. The doctor injected under ultrasound supervision and froze the injection spot in advance. It was not the first-time that she had an injection she had it twice before without any problem. As per patient, she had asked the most recent doctor who injected her, if there was any extra fluid prior to her injection, and she was told that there was none, so the procedure went accordingly under ultrasound. She said the first day of the injection, there was no problem and the morning after, on (B)(6) 2022, after latency of 1 day, when she woke up, she faced terrible pain in both knees (injection site joint pain) with heavy inflation around both knees (injection site joint swelling) (injection site joint effusion, medically significant) that stopped her to walk (gait disturbance, caused disability) or to move or bend her legs (injected limb mobility decreased). She could not move her knees (injection site joint movement impairment), she took pain killers and also tried to use ice, but both knees, especially the left knee was worst, but then 12 hours after, the right knee started to feel the same. The doctor who had injected her was advised and notified, but the doctor and his clinic told the patient that they could not do anything and only asked the patient to go to the hospital. After 2 days of pain, she went to the emergency and spent a whole day in the hospital, they concluded that it was a reaction to the synvisc injection. They removed around 90 cc exceeded fluid from her right knee (injection site joint effusion, aspiration joint, both assessed as medically significant) then she was able to start walking slowly. But still, she had huge pain that forced her to use medication regularly (advil, naproxen, hydromorphone). Patient had also confirmed that the hospital hcps told her that there was no infection, as they did blood test, and they also took the fluid sample to check and that she was being followed by the hcps in the hospital. The patient asked how it could be a reaction although she did not have any problem before. Also, she asked if it could be the wrong process of injection from the doctor. She asked that how she could be sure that it was only a reaction although she never had an allergic reaction to any medications before. Patient said that presently, the crazy pain was gone, but she had to use crotches for now to walk. Patient added that the hospital hcps were optimistic of her recovery. She would go back for another checkup next week at the hospital. For now, her right knee felt better, left knee was still worse, but both have similar "inflation". Mis thought that the patient meant inflammation, but patient kept on saying inflation. Patient did not have the lot number of the 2 synvisc-one injections, as the boxes were left at the clinic. Patient wished to be contacted. Patient had given the coordinates of the doctor who injected her this time and consented to be contacted. Action taken: not applicable for all the events. Corrective treatment: ibuprofen (advil); naproxen; and hydromorphone for terrible pain in both knees/crazy pain/huge pain, injection site joint swelling, and injection site joint effusion; 90 cc exceeded fluid from her right knee for injection site joint effusion; use crutches for gait disturbance. At time of reporting, the outcome was recovering for all the events. A ptc (product technical complaint) was initiated on 20-jul-2022 for synvisc one (with batch number: unknown) with global ptc number: (B)(4). The product lot number was not provided; a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review batch records for specification conformance prior to release. Any out of specification result was identified and mitigation through ncr (non conforming report) process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assess possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The review had not indicated any safety issue. The final investigation was completed: 03-sep-2022 with summarized conclusion as no assessment possible. Additional information was received on 03-sep-2022 from the quality department. Global ptc number and ptc results added.